Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead had dislodged. A revision was performed and the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. The ra lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.